Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient's cgm displayed a "low" glucose reading. In response, the patient self-treated with apple juice and proceeded to the hospital. No symptoms were reported at the time. Upon arrival at the hospital, a fingerstick bg test was performed while the cgm continued to display a "low" reading. The bg result was 15.0 mmol/l. It was later noted that the patient¿s bg level may have risen to 20.0 mmol/l. The patient was treated with intravenous fluids and monitored for a few hours before being discharged. No further medical evaluation or intervention was documented. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.